Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that while reviewing the pt's history, pump stops and driveline disconnect alarms were noted on three separate occasions. The alarms were noted on both the power module and batteries. The pt was asymptomatic and did not recall disconnecting the driveline.

Manufacturer narrative:
The reported event of three driveline disconnect alarms were confirmed based on the analysis of the submitted system controller log file; however, a specific root cause for these disconnects could not be determined through this evaluation as the lvad was not returned for evaluation and the patient remains ongoing. In addition, the instructions for use and the patient handbook explain that disconnecting the driveline from the system controller will cause the lvad to stop. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.